Event description:
During an oct imaging procedure, the physician advanced the unspecified guide wire and dragonfly catheter through a 50% restenosed stent located in the non-tortuous inter-ventricular artery (va). The physician had difficulty placing the dragonfly catheter through the imaging region. After the dragonfly catheter was positioned, contrast was injected. Due to poor blood clearing, the physician had difficulties visualizing the restenosed stent and surrounding vessel tomography. The pt experienced pain and the physician noted via electrocardiogram and an unspecified 'biological test' that a thrombus occurred. The thrombus was located and removed from the pt. The pt was transferred to intensive care post-procedure.